Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The customer contact identified the device as a plumset tubing set; however, was unable to provide the list or lot number of the device. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in line. The male adapter of the unspecified plumset was connected to the female adapter of the continuous renal replacement therapy (crrt) circuit connected to the patient's unspecified central line and was being used to deliver normal saline for continuous renal replacement therapy. At 1800, it was reported that the clinician noted the entire cassette and distal tubing of the plumset were filled with air. The customer contact reported that an unspecified volume of air was also noted in the dialysis tubing. It was reported that no air was delivered to the patient. The customer contact reported that the nurse did not hear an audible pump alarm. The plumset set and the pump were replaced and the therapy was resumed. The customer contact indicated that 200-300 ml was lost from the crrt circuit. No specific details were provided. The customer contact reported there was no change in the patient's condition; however, the patient remains hospitalized due to general poor condition. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, additional information was not provided.